Manufacturer narrative:
The product was returned and found to have a damaged cannula tip that restricted the flow. There was crystallized insulin found on the cannula and inside the needle well, which may have indicated back flow due to the resistance. The cannula tip was found to pass insulin; however, flow was severly restricted. This condition would have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the patient is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. Patients are trained to select a pod placement site consisting of fatty subcutaneous tissue. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient followed the labeling as recommended. There was no adverse event. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called on behalf of her son who uses the product. He had a pod which he had to remove early because his bgs rose to "high" without explanation, and would not come down despite repeated boluses. She did not provide a more detailed bg or bolus history. She said the site was not wet, red, or bumpy, and the cannula was not kinked or bent when they removed it. They were able to activate a new pod successfully.